Event description:
It was reported that the compressor mini was not working. There was no pt involvement. (B)(4).

Manufacturer narrative:
The reported compressor mini was examined at the hosp by our company rep. The main inlet and fuses were replaced and after a successful function check the compressor was returned to service. Replaced part has been requested for investigation, but not yet received. A supplemental MDR report will be sent when the investigation is completed. (B)(4).